Event description:
According to the maude report (MDR report key 10754933/MDR text key 213667838) "catheter broke off the hub while inserting; no force used."

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number 10754933. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
According to the maude report ((B)(4)), "catheter broke off the hub while inserting; no force used."